Manufacturer narrative:
The creatinine reagent lot number with expiration date was not provided. The customer was also having issues with high qc results. The field service engineer (fse) found a bent reagent nozzle; the nozzle and shrouding were replaced. Portions of the ise flow path were replaced. Multiple parts of the instrument were checked and inspected. Ise check results were acceptable. Calibration and qc were acceptable. The customer continued to have qc issues. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for creatinine on a cobas c 311 analyzer. Note: the unit of measure was not provided. Patient 1 initial result was 900. The repeat result was 82. This result was believed to be correct. Patient 2 initial result was 996. The sample was repeated twice with results of 69.

Manufacturer narrative:
The field service engineer (fse) replaced multiple parts and confirmed instrument performance. The investigation determined that the service actions resolved the issue. Since multiple parts were replaced, the specific cause of the event could not be determined.